Event description:
The customer observed falsely elevated potassium results on architect c4000 processing module for multiple patients. The results provided were: sid (B)(6) initial=6.5 mmol/l /repeated=4.3 mmol/l. Sid (B)(6) initial=8.4 mmol/l /repeated=3.9 mmol/l. Sid (B)(6) initial=9.7 mmol/l /repeated=4.3 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for patient information, patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and determined the tbg acd wash sol. Bottle-valve with cap (rohs) (2-89405-03) was damaged and twisted, which may have caused inadequate washing of the cuvettes. Service replaced the part and washed the cuvettes, resolving the issue. The tbg acd wash sol. Bottle-valve with cap (rohs) (2-89405-03) was the likely cause of the elevated potassium results and replaced of the he tbg acd wash sol. Bottle-valve with cap (rohs) (2-89405-03) resolved the issue. A review of the architect c processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the architect c460905 service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of historical data for the part tbg acd wash sol. Bottle-valve with cap (rohs) (2-89405-03) revealed no trends or systemic issues. The architect system operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results. The architect c4000 systems service and support manual provides removal and replacement procedures for the tbg acd wash sol. Bottle-valve with cap (rohs) (2-89405-03). A review of labelling adequately addresses sample results observed problems for erratic/discrepant results. Based on the investigation no product deficiency was identified for the architect c processing module, serial number (B)(6).